Manufacturer narrative:
This report is submitted on september 15, 2023.

Event description:
Per the surgeon, the patient experienced a wound dehiscence and infection at the implant site. The patient was hospitalised overnight and treated with IV and oral antibiotics. The device was explanted on (B)(6) 2023.

Manufacturer narrative:
This report is submitted on october 09, 2023. Device analysis report attached.